Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient experienced an infusion set bent cannula event on (B)(6) 2026. The insertion site was the abdomen. The infusion set had been in use for one day. The blood glucose level was 440 mg/dl, and the patient was treated with a manual insulin injection. The patient replaced the infusion set and successfully resumed insulin therapy. No further information available.